Event description:
On 28-jun-2024, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant results on an 49 year old female patient with leukocytosis, hyperkalemia (elevated k), shortness of breath the past 3 days, abdominal pain past 2 weeks. There was no patient information at the time of this report. Return product is available for investigation. Method date collected tested hgb hct(%) k+(mmol/l) roche (B)(6) 2024 ni 13:50 6.7 22.4 none. Roche (B)(6) 2024 ni 15:01 none 9.1. I-stat (B)(6) 2024 22:36 immediately none 35 2.5. Roche (B)(6) 2024 ni 00:17 6.3 20.4 4.9. I-stat (B)(6) 2024 03:51 immediately none 36.0 2.6. I-stat (B)(6) 2024 07:46 immediately none 37.0 2.5. Roche (B)(6) 2024 ni 11:02 6.6 22.0 3.9. Roche (B)(6) 2024 ni 18:46 none 25.2 none. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 16-aug-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met all the acceptance criteria found in q04.01.003 rev an, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency is identified for cg8+ lot w24106.